Event description:
Site reported trouble loading software on the superdimension inreach system and cancelled the superdimension portion of the case. The pt was under general anesthesia and there was no report of pt injury, death or other serious adverse event.

Manufacturer narrative:
The site returned the industrial personal computer (pic), a component of the inreach system, for eval. The eval found user interface caused the event because the access privileges for the superdimension user account had been changed by the site. When the privileges were set back to administrative access, the software functioned properly with no observed issues. Superdimension is filing this MDR in an abundance of caution due to the risks associated with multiple exposures to anesthesia.